Event description:
A non-healthcare professional reported that diffuse lamellar keratitis in the unknown eye of a patient after lasik surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Additional information (such as treatment reports and patient specifics) were requested but no data was obtained. No sample was expected to be returned to company for evaluation. Due to missing information, the investigation is completed without conclusively identifying the root cause of the reported event but no indication of a device related issue could be found. Root cause could not be identified conclusively since the requested data was not provided. The manufacturer internal reference number is: (B)(4).